Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted noted one palindrome catheter in use. One of the catheter's extension tubes exhibited a leak where it met the bifurcated y-hub. The placement of the leak suggested it was created by clamping the tubing too close to the hub. It was reported that there was a leak on the extension tube at or near the bifurcate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur due to clamping the extension tube close to the hub which causes excess stress on the extension tubing and can lead to breaks/leaks in the tubing where it connects to the hub. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: clamping repeatedly on the same spot could weaken the tubing and clamping near the adapter and hub should be avoided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the central venous catheter implant procedure, the physician noticed a leak and crack at the opening in the red extension tube and bifurcation connection. The catheter was not repaired. There was no excessive force used on the product. There was no issue with the luer adapter. There were no other products being utilized with the device. There was nothing unusual observe on the device prior to use. There was no cleaning agent used on the product. Tego was not utilized. The catheter was replaced with a new one with the same lot as remedial action after removal. There was no blood loss and no blood transfusion required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the central venous catheter implant procedure, the physician noticed a leak and crack at the opening in the red extension tube and bifurcation connection. The catheter was not repaired. There was no excessive force used on the product. There was no issue with the luer adapter. There were no other products being utilized with the device. There was nothing unusual observe on the device prior to use. There was no cleaning agent used on the product. Tego was not utilized. The catheter was replaced with a new one with the same lot and product ID as remedial action after removal. The doctor performed surgery on patient in cath surgery room for the re-implantation of the catheter to the patient. The surgery or procedure was completed after replacing the catheter. There was no blood loss and no blood transfusion required. There was no intervention/treatment required as a result of the event. There was no reported patient injury.